Manufacturer narrative:
Product analysis: the product remained implanted; therefore, no product analysis could be performed. This event did not indicate a device misuse or malfunction.   Conclusion: bradycardia and left bundle branch block (lbbb) are generally a result of known potential adverse effects per evolutr instructions for use (IFU), such as conduction disturbances or hypertension. It can also be an effect of certain medications or other pre-existing patient conditions. Factors that may impact the development of conduction disturbances include depth of implant, basel ine conduction defects, and anatomical considerations. Based on the information available, a conclusive cause for the bradycardia and lbbb could not be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, bradycardia and left bundle branch block (lbbb) were reported. The bradycardia resolved without treatment. One month, and eight days following valve implant, the patient presented with complaints of dyspnea on exertion. It was noted that medication was administered. One month, thirty days following valve implant an automated implantable cardioverter defibrillator was placed. No additional adverse patient effects were reported.